Event description:
It was reported that the ilet user experienced urgent low blood glucose readings as low as 40¿49 mg/dl and initially overtreated with juice, despite being counseled to treat with 15 g of fast-acting carbohydrate and recheck in 15 minutes. Symptoms included hypoglycemia and shaking / tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of the pump¿s safety features that suspend insulin when glucose is low or dropping quickly. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.